Manufacturer narrative:
Section a5 ethnicity, race: information unknown/not provided. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye. The iol was explanted due to the patient¿s waxy and blurry vision. Doctor indicated it was due to dysphotopsia. The explanted iol was replaced with a non-jnj model. There was no patient injury reported. No capsule tear, vitrectomy, incision enlargement, sutures, or prescribed medications. The patient outcome was reported as ¿good¿. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 12, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was received. The intraocular lens (iol) was visually inspected revealing that the lens was cut in half. The lens was further inspected revealing damage to the surface and edge of the lens, consistent with a lens that was explanted. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.